Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the cannula broke in his body while changing the sensor. Customer stated that the sensor was in two pieces. Blood glucose level was 159 mg/dl at the time of the call. No further information was provided.